Event description:
It was reported, the stimulator and the lead were malfunctioning so a re-implant was performed. Additional information reported the patient was having good results than all of a sudden they noticed a return of symptoms around the (B)(6) 2013. A kidney, ureter, and bladder film was done to check for lead placement. The physician was happy with placement so they thought it was a stimulator/lead malfunction and replaced the system. During the replacement, the lead and stimulator were tested and noted to be malfunctioning but there was no indication of how or why it was malfunctioning. The patient was happy with everything following replacement.

Manufacturer narrative:
Product ID 3093-28, serial# unknown; product type lead product ID 3093-28, serial# unknown; product type lead. (B)(4). Final analysis of the stimulator revealed no significant anomaly. The stimulator set screw was backed out too far. Final analysis of the lead revealed no significant anomaly. The lead body conductor was crushed.

Event description:
Additional information received reported that the lead migrated. The device was interrogated and they were unable to adjust so that the patient could feel it.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient could not feel anything despite turning device all the way up. The patient had noticed a return of pre-implant symptoms including incontinence. X-ray showed the lead was possibly out of place. The event was related to the device or therapy and not related to the implant procedure. The event was resolved without sequelae.